Manufacturer narrative:
H.6. Investigation: bd received nine (9) samples for investigation. The customer samples were evaluated along with twenty-nine (29) retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode of stopper pop off, bd has initiated further root cause investigation relating to the issue of stopper pop off through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. This is report (1 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the stopper pops out of the tube. This is report (1 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."